Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the mainframe was not working properly. There was no patient impact.

Manufacturer narrative:
Analysis found that the allegation could not be confirmed. The device was received in good cosmetic condition. Loaner documents have been added. The device has been successfully tested according to its manufacturing specifications. If information is provided in the future, a supplemental report will be issued.